Manufacturer narrative:
Device discarded.

Event description:
The user facility reported that the device was causing irritation and blistering during a check up after a procedure.  Patient's zip device was removed and was replaced with steristrips at 2 weeks rather than the planned 3 weeks for removal. Patient's wound and blistering is healing well.